Manufacturer narrative:
06-feb-2023 product investigation results: product return was received and investigated, a defective component could not be found. The product was manufactured according to specifications.

Event description:
Brush heads keep falling off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads kept falling off of the oral-b toothbrush. No injury was reported. 09-feb-2023 case update: the suspect product was oral-b power rechargeable toothbrush handle 3758 io8 series. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads keep falling off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads kept falling off of the oral-b toothbrush. No injury was reported.